Event description:
It was reported that ll vlv adpt (stand alone) was occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 20046540. It was reported that the valve would not flush or pull back blood.

Manufacturer narrative:
Investigation summary: one sample was received for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe was attached to the smartsite to visually inspect for a fluid path while the piston was in the activated position. A fluid path was observed. A 10 ml syringe filled with water was attached to the smartsite and fluid was flushed through the extension set. The set was successfully primed. The customer complaint that the valve would not flush or pull back blood could not be replicated. A device history record review for model 2000e, lot number 20035695 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 20046540. It was reported that the valve would not flush or pull back blood.